Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Deflation: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "any creases" and capsule was very thick and adherent to the implant. Partial capsulectomy was performed. Device was explanted and replaced.